Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient¿s mother contacted lifescan (lfs) (B)(4), alleging that her son¿s onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter indicated that the patient¿s meter had been reading inaccurately since he first obtained it on (B)(6) 2016; however, no readings were provided for this time. She reported that at 11:45am on (B)(6) 2016, the patient obtained an alleged inaccurately high blood glucose result of ¿423 mg/dl¿ on the subject meter compared to ¿309 mg/dl¿ on a onetouch ultraeasy meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with insulin (self-adjuster). The reporter indicated that since (B)(6), the patient had increased his insulin dependent on the results on the meter. She reported, for example, on (B)(6), the patient had administered 10 units of novorapid. She denied that the patient had experienced any symptoms as a result of the alleged issue and no other treatment or medical intervention was specified. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The reporter also confirmed that the patient had followed the correct testing steps, his test strips had been stored correctly and the test strip vial was not cracked or broken. The reporter did not have control solution to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged issue caused or contributed to a serious injury. The patient did not develop any symptoms suggestive of severe hypoglycemia, nor did he receive medical intervention for any symptoms. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.